Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cable and I/o hub were replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera was cutting out intermittently. The "localizer not connected" issue appeared in the cranial software. It was noticed that the computer to in/out (I/o) hub cable was loose. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this issue had previously occurred and the issue was traced to a positioning sensor unit (psu) to system control unit (scu) cable fault. Further follow-up is being performed.

Manufacturer narrative:
The pca I/o hub was returned to the manufacturer for analysis. Through visual/physical examination and proceduralized device testing the reported issue could not be replicated. There was no failure found with this component. If information is provided in the future, a supplemental report will be issued.